Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges the tube of the device is dirty. The device was returned and black dirt were observed in the several places on the surface at both ends of the tube during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.